Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 21mm trifecta gt (tfgt) valve was implanted. The next day, the patient experienced occlusion of the right eye's central artery. The patient's medication was adjusted and the event resolved. No history of prior thrombi was reported and while the event was not believed to be device-related, the relationship between the event and the procedure was reported to be unknown. (Clinical study patient ID: (B)(6))